Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to a duodenal stump transaction during a laparoscopic total gastrectomy, the surgeon was unable to press the green button and was unable to squeeze the handle, and the device did not fire. Another device was used to complete the case. There was no patient injury.